Manufacturer narrative:
Not applicable.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient dropped the monitor and broke their toe while wearing the lifevest. Outcome of the broken toe is unknown.